Event description:
Ligasure was working for a while, then started malfunctioning, smoking, beeping, making sound, and not functioning properly. Failed product had patient contact but no patient harm. New product was opened to complete the procedure. Manufacturer response for ligasure, (brand not provided) (per site reporter): product will be picked up for evaluation.